Event description:
It was reported through a voluntary medwatch report that the core micro drill overheated during a surgical procedure and caused a first degree burn to the right side of face of the pt just below the lip. The handpiece was taken out of svc and a new device was used to complete the procedure.

Manufacturer narrative:
Please note that the user facility did not document the device serial number at the time of the event. Since the user facility carries more than one micro drill and the culprit micro drill was returned into circulation, it is not possible to identify the culprit device. The serial number for the device is unk; as a result, it is not possible to determine the device manufacture date.